Event description:
Pt admitted through ER with stemi. Taken to ccl emergently at 0656. Films reveal a long, irregular, radiolucent 75% stenosis of the proximal rca, and an eccentric 75% mid to distal rca stenosis. Pre-dilatation with 2.0x20 voyager. A 2.25x16 and a 2.25x8 taxus liberte atom implanted distally. A 2.5x23 xience v implanted proximally. Final films reveal 0% stenosis and timi iii flow in both treated lesions. Medicated with asa, prasugrel, and angiomax. Pt to cssu at 0908. At 1005 pt complains of recurrent chest pain 8/10, and new inferior st elevations. Returned to ccl at 1043. Films reveal total occlusion of previously implanted 2.25x8 taxus liberte atom in distal rca. There was a long, irregular, radiolucent 50-75% stenosis involving proximal to mid rca. Dilatation with 2.0x20 voyager rx and export thrombectomy performed with reduction in stenosis to 0% and timi iii flow to distal rca. Then a 2.25x32 taxus liberte atom deployed in proximal to mid rca with reduction in stenosis to 0% and timi iii flow. Integrilin and angiomax administered.